Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer received an alarm causing insulin deliveries to stop; the customer could not recall the alarm received. Customer experienced blood glucose (bg) level in the 600's mg/dl range and moderate levels of ketones. Bg level was corrected by administering a manual injection and ketone level was addressed by consuming large amounts of water. Tandem technical support attempted to follow up with the customer multiple times in order to review pump data logs to identify the alarm received; however, no response was received.